Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump screen went blank. Customer's blood glucose was not known. The insulin pump had not been bumped, dropped, or exposed to moisture and there were no signs of physical damage. The contacts on the battery cap were not missing or damaged and the battery compartment and spring were neither damaged nor corroded. Following insertion of a new battery, the display returned. Nothing further reported.